Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 173mg/dl. The customer performed troubleshooting on their own and found that no insulin was dripping out of the infusion tubing. Multiple cartridge and infusion set changes were performed and the customer continued to observe no insulin dripping out of the infusion tubing during the fill tubing sequence. A fourth supply change was performed resolving the issue.